Manufacturer narrative:
Device evaluation: the reported events inadequate capture and low pacing impedance were not confirmed. As received, a complete lead was returned for analysis. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no other anomalies. Correction: section b5; the event summary was amended from "right atrial (ra) lead" to "lead' as the position of the lead is not known.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the lead exhibited high capture threshold and low impedance measurement. The lead was removed and replaced. The patient was discharged with no reports of adverse consequences.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right atrial (ra) lead exhibited high capture threshold and low impedance measurement. The ra lead was removed and replaced. The patient was discharged with no reports of adverse consequences.